Event description:
Per the clinic, the patient experienced subsequent loss of connection to the internal device subsequent to sustaining a head trauma. Troubleshooting attempt was made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and re-implant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient experienced pain/non-auditory sensations, inflammation, high impedance. The patient was managed with naproxen, cefalexin, and acetaminophen for trauma-related pain and inflammation. Device analysis indicated device failure. Device analysis report attached.